Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, when the physician tried to remove the stylet out of the lv lead, the stylet was stuck in the lead. The physician used forced to take out the stylet and the lumen of the lv lead also came out. The lead was explanted and replaced. Patient was stable and recovering.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.